Manufacturer narrative:
The soft cannula was observed to be short. The soft cannula length was measured to be below specification. It could not be determined when or how the cannula was damaged. The download data contains no timeouts or drive stalls, indicating that there was no struggle in deliver insulin. The housing vent was found to be punctured. It could not be determined when or how the housing vent was damaged. The damage to the housing vent did not affect insulin delivery. The download data shows that the device generated an 0x1c alarm, indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 400 mg/dl. The pod was worn for between 4 and 24 hours on the hip/buttocks. As treatment, boluses were delivered and a new pod was applied.